Manufacturer narrative:
The field service engineer (fse) cleaned all of the probes in the rinse station and the pipetting unit. He confirmed that the analyzer was performing within specifications. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.  The investigation excluded reagent issues. The cause of the event could not be determined.

Event description:
The initial reporter received questionable tina-quant hemoglobin a1cdx gen.3 (a1cx3) results for 3 patient samples tested on the cobas pro c 503 analytical unit. The initial results were reported outside of the laboratory. Sample 1 - the initial result was 7.09 %. The first repeat result was 5.54 %. The second repeat result was 7.29 %. The third repeat result was 5.0 %. Sample 2 - the initial result was 11.0 %. The repeat result was 6.7 %. Sample 3 - the first repeat result was 11.0%. The repeat result was 9 %. The reagent lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The investigation is ongoing.